Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm was displaying a low value and based on the value, the patient ate food and drinks to attempt to raise the cgm value. Sometime after, the patient was dizzy, had a headache, blurred vision and felt faint. The cgm was still displaying a low value (41 mg/dl) so they called 911. When emergency medical technician's (emt) arrived, they checked the patient's bg and it was 567 mg/dl. The patient was transported to the hospital and when they arrived in the emergency room, they checked the patient's bg and it was 657 mg/dl. The patient was admitted to the hospital due to elevated bg readings and was treated with IV fluids and two different types of insulin and pain relievers. The patient was discharged from the hospital on (B)(6) 2023. At the time of the report, the patient was feeling fine; however, their blood glucose was still slightly elevated. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.